Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Pt reported obtaining back-to-back glucose results of "hi" (>600 mg/dl) and 176 mg/dl, while using the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: comfort curve strip lot 549540 with expiration date 03/31/2008.